Manufacturer narrative:
(B)(6). Investigation: actual sample received. One used unit was received without safety device. Sample was found clamped with pvc tubing near adapter and inside of the tubing we finding the needle broken. Tubing was cut to remove the needle, visually we can observe needle broken in the notch area. Returned material showed reported defect yes? No? DHR for lot number 7059577 was reviewed and no qns or other events were related to the complaint stated by the customer. Material (B)(4) with lot number 7059577 was manufactured on march 23, 2017. According to sampling plan applied for product performance, this lot was accepted and released. During DHR review the qa tech takes 3,250 samples to inspect visually (needle bent or broken), no defects were found in the packaging area. No values out of specification or problems during activation were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode the reported defect was not confirmed in sample received; however, based on sample evaluation and considering sample conditions as it was received, we cannot associate the defects to manufacturing process. This defect could be related with an incorrect use of the device, because the clamp slide was found clamped with tubing, making it more difficult to activate, since that more force is required to perform the activation causing needle broken. Note: the needle has a delicate area called ¿notch area¿, its function is to detect of flash back. DHR did not showed evidence of an issue related to the reported by customer. We could not find the exactly root cause of the issue, however a possible cause could be the use incorrect of the device.

Event description:
It was reported that after activating the needle safety of the bd saf-t-intima¿ IV catheter safety system, the needle did not fully retract. There was no report of injury or medical intervention.